Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova learned the following additional information: the device has been cleaned regularly according to the instructions for use. The hospital does not use patient reusable blankets. Water quality monitoring has been applied and h2o2 is checked daily as prescribed by the instructions for use. When the device is not in use, it is stored emptied. H2o2 is added when changing the water in the tanks (every 7 days). A pall-aquasafe disposable filter with a 0.2 m membrane or a filter with equivalent performance used for tap water is used. Surfaces and water circuits are disinfected before initial operation and before storing the heater-cooler. The 3t aerosol collection set is replaced after the permitted period of use. The device is placed inside the operating room during use, with the fan positioned towards the wall, opposite direction to the operating table, at an estimated distance between the operating field and the device of approximately two meters. The water source has been tested. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
Review of livanova complaints database revealed two further contamination events (2023-04371 & 2021-05186) have been notified by this unit since installation in 2019. No deviation from IFU's of product in terms of cleaning and disinfection procedures was identified. As no other devices/surfaces were tested in order to identify the source of contamination, it cannot be excluded that the event was caused by a source of contamination present at the customer site, despite the precise source of contamination could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.